Event description:
It was reported upon attempted implant that no capture occurred with this device. The device was returned and subsequently tested out of specification during manufacturer's analysis.